Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system, including a neurostimulation receiver, on (B)(6) 2003. The pt reported he suddenly lost stimulation from his receiver. The pt can establish telemetry with the receiver, however, there is no stimulation. The pt is working with his physician regarding a possible revision. F/u on the pt found no further issues reported.